Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they had surgery on wednesday and since then they have been getting the settings not available message on their controller. Patient mentioned that they have peripheral neuropathy in their hands and feet and the adjustment to the bottom of their leg makes it worse and when they have this kind of pain it makes the overall pain worse. Patient stated that it's been a while since they've been able to use the stimulator and maybe that had some bearing on it. Patient noted that they have md and are wheelchair bound and for 6-8 weeks have weight bearing restriction due to surgery. Patient mentioned they have an appointment with their doctor on (B)(6) at 4:10pm; patient asked if a rep could meet them at that appointment to assist with their stimulator. Agent reviewed settings not available and role of rep with patient; agent offered and sent an email to the field. Patient mentioned they haven't been using the stimulation a lot because of peripheral neuropathy and there is a certain pain it gives that makes things worse for them involving the stimulator; patient added the weather swings can affect it without that specific pain then they are able to use the stimulator. Patient mentioned that they have been charging the stimulator but haven't been using it a lot and it has been awhile since they were able to use it; patient added they think the surgery and then the stimulator not working is coincidental. Patient noted that they constantly get settings not available. Patient stated that the stimulator works great for them but they are not sure if it is worth it; patient added that more damage happens every time someone goes in and does a surgery. Patient mentioned that they tried to use the stimulator last night but it didn't work and they did controller resets but that didn't help so they put double aa batteries in and that didn't work. Patient noted they are worried about reaching eos (end of service) and the surgery; patient asked if an implant can be left inside after eos and if they would still be able to get mris. Agent reviewed information with patient. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.